Event description:
It was reported that during an unk laparoscopic procedure, the device jaw would not open after the 5th firing and was removed manually. The case was completed with a like device. There was no pt consequence.